Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator screen does not work. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A service engineer (se) reported that the device was operational and complies with the manufacturer's recommendations. No parts were replaced. And the system meets the specification for the performed service and is returned to use. This concludes the investigation, if additional information becomes available a follow up will be submitted.